Manufacturer narrative:
The device was returned to the user facility with no repairs performed.

Event description:
The user facility reported that the device deflated during a surgical procedure. There were no adverse consequences to the patient. No further information was provided by the user facility.

Event description:
The user facility reported that the device deflated during a surgical procedure. Additional information has been requested from the user facility, but no further information has been provided at this time.